Manufacturer narrative:
The device did pass through a previously deployed everflex entrust stent. The balloon was removed with no injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two photographic images were received. The images are of the recovered ruptured admiral xtreme catheter. The balloon chamber appears to have a radially/circumferentially burst with the balloon chamber material bunched up at the proximal and distal ends of the catheter. The distal tip and both radiopaque marker bands are accounted for. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was caught up upon the sheath during withdrawal. The physician was unable to withdraw the balloon it was stuck. The balloon was pulled into the sheath. The balloon was in two pieces, which was still on the catheter, there was no debris of the balloon in the patient. No intervention required. The patient complained of feeling pain when the physician tried to remove the balloon. Procedure was successfully completed with replacement balloon and stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an admiral xtreme pta balloon to treat a severely calcified, moderately tortuous 70% stenotic lesion in the mid left common iliac artery. Femoral the artery diameter and lesion length were reported to be 5-64mm & 54mm, respectively. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. A 6fr non-medtronic sheath and a 0.035 non-medtronic were used with no embolic protection. The device was inflated with a non-medtronic inflation device with water used as inflation fluid. The device did pass through a previously deployed stent and resistance was encountered but no excessive force was used on advancing the device to the target lesion. The balloon is reported to have ruptured post its first inflation to 8atm. The physician managed to remove all fragments of the balloon along with the 6fr sheath together but he experienced difficulty when doing this. The procedure was completed using a 6x100 high pressure balloon followed by deployment of an 8x60 everflex stent. No patient injury was reported.